Event description:
A patient reported experiencing inaccrate erratic results with an ot basic enhanced meter. The patient's blood glucose results were 79mg/dl, 127mg/dl. Tests were done less than 10 minutes apart with a difference of 41%. Patient did not experience any adverse events. No further information has been reported.